Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2010; product ID: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead measured low impedance when configured tip to ring or ring to tip. There was no capture when polarity was tip to ring. The lead remains in use. No patient complications have been reported as a result of this event.